Event description:
A home patient's nurse contacted baxter's product surveillance department to report that the home patient had been diagnosed with peritonitis/ reportedly, the home patient presented to the clinic in 02/2006 with cloudly effluent. A gram stain was performed at that time and revealed gram negative cocci. An effluent culture was taken in 02/2006 and resulted in serrati marcescens. The home patient was hospitalized for four days. The patient was treated with fortaz 1.5g, intraperitoneal (ip) once daily for four days and ancef 1.5g, ip once daily for four days. The patient continued treatment with gentamycin 70mg, ip once daylyfor ten days in 02/2006 the patient was given gentamycin 90mg, ip once every other day for four days addition the patient was taking vancomycin 2g, ip once weekly from 02/2006 through 03/2006. The patient finished antibiotic therapy with ceftriaxone and ancef 1g. Ip daily for five days no exit site or tunnel infection was noted at the time of diagnosis. There was no known break in aseptic technique, however, the nurse stated that proper procedures are reviewed on a regular basis. The patient does not routinely re-use supplies, per the rn. There have not been any recent peritonitis episodes for this patient. The patient is considered recovered based on a follow-up cell count in 03/2006 which revealed white blood cell cont was 2. The home patient's nurse stated that the home patient's minicap had fallen off on 02/07/2006 for an unknown reason and this was the suspected root cause of this peritonitis episode. Additional medical history reveals that there are no known allergies for the home patient. The patient suffers from hypertension, and nephropathy.